Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid: 02 (ce danfoss error) was confirmed during initial functional testing and archive review. The root cause was determined to be a defective cooling engine. The cooling engine was replaced to remedy the issue. In addition, p22 connector on pic-hsg was observed to be burnt, unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured on 12/17/2010. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed three tcmid 5-2-2-1-0 errors around the reported event date. Following the repair and parts replacement (cable harness and cooling engine), the thermogard passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard with serial (B)(4) on (B)(6) 2014 ((B)(4)). The pic-hsg and electronic danfoss controller were both replaced remedying the tcmid: 02 error.

Event description:
As reported, thermogard xp ivtm system (B)(4) was displaying an error message tcmid: 02 (ce danfoss error) when powered on. No additional information available. No patient involvement was reported.